Event description:
The reported perforation occurred within 4 days post-implant. The patient reported symptoms of chest pain, and inappropriate shocks. No further information available.

Manufacturer narrative:
Na